Manufacturer narrative:
Device evaluated by MFR: device was returned for evaluation. Microscopic examination revealed a complete separation of the distal shaft and the collar. The ptfe was completely removed from the collar and attached to the distal shaft. Microscopic examination and tactile inspection found numerous kinks. The inner diameter (ID) of the guidezilla was measured and was found within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance noted. Microscopic examination inspection found no irregularities or damage on the tip. A promus element plus unit was inserted in the collar of the device with success; however, due to the separation of the shaft, complete functional testing could not be performed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15nov2015. It was reported that an imaging catheter failed to advance through guide extension catheter. During procedure, a non bsc imaging catheter failed to cross the lesion. The physician then used the guidezilla¿ guide extension catheter to help insert the imaging catheter. However, the imaging catheter failed to advance through the guidezilla¿ guide extension catheter. Subsequently, dilation was performed using a balloon catheter and the procedure was continued. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, device analysis revealed a complete separation of the distal shaft and the collar. It was further reported that the guidezilla¿ guide extension catheter was detached outside the patient's body.